Manufacturer narrative:
4307- an isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed that errors 802 and 17 occurred. The patient side cart (psc) battery box and auxiliary power board (apb) were replaced. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psc battery box and the apb involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the customer reported complaint. Fa installed the battery into the printed circuit assembly (pca) system and it failed at start up. The psc displayed error 802. The unit failed on the bbm test fixture. The apb unit was installed into the test system and a ten-minute sine cycle was completed. Fa performed ten power cycles and let the system sit idle for one hour. There was no trouble found with the apb.

Event description:
Refer to h10/h11 for follow up information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed that errors 802 and 17 occurred. The patient side cart (psc) battery box and auxiliary power board (apb) were replaced. The system was tested and verified as ready for use.   The psc battery box and apb have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.   This complaint is being reported based on the following conclusion: system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer had a non-recoverable 802 error. The technical support engineer (tse) viewed the system event logs and confirmed error 802 indicating a battery problem as well as an error 86. Prior to contacting tech support, the customer stated that they had power cycled, but the issue remained. The tse had the customer confirm that the patient side cart (psc) breaker was in the "I" position. The customer confirmed it was. The tse had the customer complete a hard cycle of the patient cart, but the error returned. The tse then had them try a work around to get the system to power up without battery backup, but 802 error returned on power up. The tse tried the work around multiple times, but the error would return on power up. The customer stated that the surgeon had converted to a laparoscopic procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed laparoscopically with no patient injury.